Event description:
It was reported that the 4.0x20 mm viatrac balloon was used while expired. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The expiration date of the product is important for the sterility, efficacy, and performance of the device. It should be noted that the viatrac plus instruction for use states: use the catheter prior to the use by date specified on the package. The investigation determined the reported difficulties appear to be related to use error as the device was used past the expiration date.